Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer delivered a correction bolus via the pump to address the bg. A new cartridge was loaded to resolve the issue.